Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised force sensor system and excessive no delivery alarm due to buttons not responding.

Event description:
The nurse reported via phone cal that the insulin pump had no deliver alarm. The customer's blood glucose level was 275 mg/dl. They stated that the customer was no longer comfortable with the insulin pump. Troubleshooting was performed and they stated that the issue resolved b complete set change. The insulin pump will be returned for analysis.